Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 32 and 142 mg/dl. Tests were done within 10 minutes. Pt used different fingers. Pt did not experience any adverse event. No further info has been reported.